Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site postal code and event site state). Nurse in the ICU, called into emergency support program line to request support with a gas loss alarm. Nurse reported that the alarm happened once. There is no blood in the helium tubing and no visible kinks. They were able to resume pumping without issue, but nurse wanted to know what the alarm meant and troubleshooting tips if it continues. Esp personal defined the alarm and offered several troubleshooting techniques.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.